Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report # 1627487-2018-13561. It was reported that patient had an infection and will be having entire system explanted at a later date.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2018-13561. Additional information revealed patient had entire system explanted due to infection. Infection began at ipg site and it is unknown if lead was infected. Unknown if infection has resolved.